Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-107mg/dl fasting. Verified the strips expired 10/31/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is concerned with the result of 233mg/dl in the meter's memory. Customer says that she only take cinnamon for her blood sugar and no medications.